Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the rv lead was found to have a decrease of impedance and r-waves with intermittent capture. The physician repositioned the lead to find low r-waves and high capture threshold. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.